Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined. The patient didn't remember the dates of the issue and just noticed it wasn't working. The issue had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the stimulation was turning off by itself. The patient noted that they are able to turn the stimulation back on after recharging. The patient did not know that the ins recharger (insr) turns off when charging is complete. No further complications are anticipated.